Event description:
Per the clinic, the patient was placed under a general anaesthetic in order to explant the device (specific date not reported). There were no reports of infection or any complications. There are no plans to reimplant the patient with a new device as of the date of this report.